Event description:
The patient was revised because the pin protruded through the skin.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided information states the surgeon thinks maybe he didn't get the two bolts cold welded the first time. A search of the complaint database found no prior report for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.